Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place. Please note that the date of event indicated is approximate.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per exper opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude impairment of a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Five files were returned, visually inspected, and found to be free of visual defects; the files were not separated. No further investigation was possible.